Manufacturer narrative:
Concomitant product: 5f cook check-flo performer ref# (B)(4) sheath. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported event and the associated manufacturer report numbers are 9616099-2016-00007 and 9616099-2016-00008.

Event description:
It was reported that during an interventional procedure a 7x12 palmaz blue stent sheared off the balloon in a 5f sheath. The stent was removed from the sheath and he tried again with a second 7x12 palmaz blue stent which also sheared off the balloon upon insertion into the 5f cook check-flo performer ref# (B)(4) sheath. The physician then upsized to a 6f sheath that allowed him to deliver a 7x12 palmaz blue successfully without a problem. Rep was not present during cases physician indicated he experienced product issues. The devices will be returned for analysis. There was no reported patient injury.

Manufacturer narrative:
During an interventional procedure a 7x12 palmaz blue stent sheared off the balloon in a 5f sheath. The stent was removed from the sheath and he tried again with a second 7x12 palmaz blue stent which also sheared off the balloon upon insertion into the 5f sheath. The physician then upsized to a 6f sheath that allowed him to deliver a 7x12 palmaz blue successfully without a problem. Company representative was not present during cases physician indicated he experienced product issues in. There was no reported patient injury. The devices were not returned for analysis. A device history record (DHR) review of lot 16068673 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged-within guiding catheter/ sheath¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural and handling factors are unknown. According to the instructions for use ¿the cordis palmaz blue .018¿ transhepatic biliary stent system is indicated for palliation of malignant neoplasms in the biliary tree. The safety and effectiveness of the palmaz blue .018 transhepatic biliary stent system for use in the vascular system have not been established. Prior to stenting, the palmaz blue .018 transhepatic biliary stent system should be examined to verify functionality and integrity. Do not attempt to remove or readjust the stent on the delivery system. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. The minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the delivery system through a smaller size sheath introducer than indicated on the label. Open the outer box and reveal the inner package containing the tray with the stent and delivery system and introducer tube. Open the inner package and carefully extract the tray with the stent and delivery system and introducer tube. Hold the tray in one hand. With the other hand, gently grasp the hub and carefully remove the stent/delivery system from the tray. Remove the introducer tube from the tray and discard the tray. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Gain access at the appropriate site utilizing the csi size recommended on the label. Caution: always use a csi for the implant procedure to protect the incision site and the liver tract, and to avoid dislodging the stent from the balloon. Flush guidewire lumen of the delivery system. Position the flared end of the introducer tube over the distal tip of the stented balloon and slide forward to protect the stent during csi insertion. Back load onto the guidewire. Place the assembly through the csi valve until resistance is met. Carefully advance the stent and delivery system through the introducer tube and csi valve. When the stent has passed into the body of the csi, remove the introducer tube. Continue to advance the device over the guidewire through the csi. Keeping the csi immobile, observe fluoroscopically as the stent is advanced through the csi to the site of the stricture. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken. This is one of 2 products involved with the reported event and the associated manufacturer report numbers are 9616099-2016-00007 and 9616099-2016-00008.